Event description:
A pt reported a possible inaccurate result with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 50mg/dl and 120mg/dl successively. Pt has reportedly been using expired test strips. Pt did not experience any adverse events. Attempts to contact pt for further info not successful. Meter has been replaced. No allegations of harm have been made.